Manufacturer narrative:
No samples were returned to angiotech for evaluation. Therefore, no testing can be performed. Method: the device was not available for evaluation. No product evaluation can be performed. - results/conclusion: the device was not returned to angiotech for evaluation. No product evaluation can be performed. Relevant portions of the device history records were reviewed and there were no corresponding issues identified during the manufacturing processes or at final inspection. To date, no other complaints have been received for the reported finished good lot. It is not certain if the pts' non compliance with post-operative instructions or the technique and placement of the device contributed to this event. A definitive root cause can not be determined at this time. Angiotech reference: (B)(4). Item # rx-1062q, quill knotless tissue closure device, #2 pdo, lot m596220.

Event description:
Dr. (B)(6), a new user of quill knotless tissue closure devices reported to the angiotech sales representative that was present during the initial procedure, that the pt returned approximately three (3) weeks post-operative a hysterectomy procedure with bleeding form the incision site. It appeared as if the #2 pdo quill material had broken. The pt was (B)(6) positive and there were bleeding issues during the procedure. The sales representative did not observe any other issues during the procedure. The surgeon stated that he believed the pt was non complaint in following post operative instructions which may have caused the bleeding and suture break.